Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose of 26 mmol/l. Customer also reported that insulin pump had pump error alarm. Customer stated that insulin pump was not exposed to a high magnetic field. Customer reported that they were able to clear the alarm and they were able to rewind the insulin pump. Customer performed displacement test and self test and both tests were passed. It was unknown that if the insulin pump was in auto mode at the time of the incident. No further patient complications were reported. The customer will discontinue use of the device.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Test p-cap and reservoir locked properly into reservoir compartment. Unit successfully downloaded using thump software. No pump error 82 noted during testing, however, a pump error 82 was confirmed on the history/trace file on (B)(6) 2022 06:15:08.000. Motor was tested outside of the device and passed. Pump was cut open to perform visual inspection and found evidence of moisture damage¿on the force sensor. During visual inspection, no loose or disconnected motor flex connector noted on j5 at pcba1. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, keypad overlay texture damage, scratched case, damaged display window cover, broken belt clip rails and label damage (peeling serial number label). In summary, customer allegation for pump error 82 was confirmed in history/trace files due to moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.